Manufacturer narrative:
Hill-rom technical support advised the account to check the head up buttons may be stuck on the siderail. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. A service of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of this investigation, the additional relevant information will be submitted in the supplemental report.

Event description:
Hill-rom received a report from the account stating the knee section runs up unintentionally (self-run). The bed was located at the account in room 28. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).